Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog #3502350, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female underwent mentor smooth round moderate plus profile 350cc saline prostheses. Post procedure left sided deflation was diagnosed by a physician. Additionally, bilateral deformity indicative of asymmetry was noted. As a result, bilateral explant without replacement was performed on (B)(6) 2018. Mentor became aware of the left sided deflation on (B)(6) 2018. Additional information received on (B)(6) 2018 revealed a right sided issue as well. This report relates to the left implant. See 1645337-2019-07811 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 23-year-old hispanic female underwent mentor smooth round moderate plus profile 350cc saline prostheses. Post procedure left sided deflation was diagnosed by a physician. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/28/2019, mentor became aware that previously-submitted reference numbers 1645337-2019-07810 and 1645337-2018-07123 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer reference number: (B)(4).